Manufacturer narrative:
The insulin pump alarmed for a motor error during the basic occlusion test due to a loose and protruded drive support disk. The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. Traces of corrosion were noted at the electronic or motor assemblies. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube, cracked reservoir tube window, cracked battery tube threads and minor scratches on the display window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
It was reported that the insulin pump alarmed button error, motor error, and battery error. The customer had tried a new battery, but the anomaly persisted. The customer's blood glucose was unknown. The customer stated that the device had been dropped. The screen of the device appeared foggy. The discontinuation of the device was advised. Nothing further was reported.